Manufacturer narrative:
The device was received for review and investigation is ongoing. X-rays and surgical reports were received for review. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review. X-rays or other source documents were not provided for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that a patient was implanted a biolox delta taper liner, ii/36 on (B)(6), 2015. It was reported that the liner broke and that a revision surgery was performed on (B)(6) 2015. No further informations are available.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. Review of incoming information: event description (event details, per); fractured biolox delta liner after 2 days in vivo. X-rays: a-p pelvis, (B)(6) 2015: the x-rays taken one day before the initial total hip arthroplasty shows a degenerative arthritis left hip. A-p/lat pelvis, (B)(6) 2015: the provided post-op x-ray (which was taken one day after the primary surgery) shows that the insert protruded and was not seated in a correct position at that time. This finding points to a misaligned position of the ceramic insert in the metal shell which probably led to point loading and following, to a fracture. The insert position found on the x-ray also matches to the metal transfer patterns seen on the device. Due to the recording angle the cup inclination cannot be determined. However, the cup and stem seem well positioned a-p pelvis, (B)(6) 2015: the x-ray most probably shows the situation after revision of the broken ceramic liner and the ceramic head with new (unknown) implants. Stem and cup were left in place and are still in the same position as one day earlier. Implantation report, (B)(6) 2015 : the surgeon noticed with trial size 4 that the medullary canal was not filled sufficiently which is why he rasped to size 6. The mentioning of the implantation of a 32 mm biolox head is mistaken. The head received has a diameter of 36 mm. Nothing conspicuous can be observed regarding the disassociation and breakage of the ceramic liner one day later. Revision report, (B)(6) 2015: after incision the surgeon found a liner broken into two pieces. After removal of the two pieces and the femoral head a new liner and head 36 mm were implanted. No more information can be extracted from the report. Devices analysis performed by manufacturer ceramtec an unbroken ceramic ball head and two large fragments of a ceramic insert were submitted for investigation. Information about the cause of the fracture. Insert reconstruction: the ceramic insert can be reconstructed from the delivered fragments almost completely. However, there are some chip-offs from the rim region missing, which potentially could deliver further information if they were available. Thus, there is a probability, that the analysis of the fragments and the fracture surface remains incomplete. Metal transfer: metal transfer of erratic appearance can be found on the outer surface, on the inner sphere and on the fracture surfaces of the insert. This secondary metal transfer was produced by rubbing between metal parts and the ceramic insert after the primary fracture event. Thus, it does not provide any in case of a symmetrical taper fit situation between the ceramic insert and the metal shell, metal transfer patterns (primary metal transfer) are expected in region g/h of the insert. Such metal transfer patterns cannot be found on the provided fragments of the insert. This indicates an insufficient or misaligned fixation of the insert in the metal shell. Further on, intensive metal transfer can be found on the transition f/g. Additionally, intensive metal transfer can be found on the transition I/j. This metal transfer indicates a misaligned position of the insert in the metal shell. Intensive metal transfer can be found on the rim of the insert over the whole circumference. This metal transfer indicates impingement between the metal stem and the ceramic insert and supports the assumption of a tilted position of the insert within the shell. Fracture surfaces: the fragments have been rubbed against each other in the time between the primary fracture event and the delivery of the fragments to ceramtec. Due to this mechanism secondary chip offs occurred on the fracture surfaces. Therefore, further information got lost which might have been helpful in the failure analysis. The insert is broken into two large pieces. The region of fracture origin can be found in area g. Due to missing fragments from the upper taper the fracture origin itself cannot be determined. Ball head: metal transfer: there are metal transfer patterns of erratic appearance on the outer surface, on the face and on the outer chamfer of the ball head which are clearly assigned to secondary effects, i.e. Rubbing between ceramic and the metal parts after the fracture event of the insert and during the extraction of the ball head, see figure 7. Such patterns do not provide any information about the cause of the fracture of the insert. In the case of a symmetrical taper fit situation between the ceramic ball head and the metal taper, thin concentric lines in the region c over the whole circumference are expected. These primary metal transfer patterns can be found on the conical bore surface. Metal abrasion: on the polished surface of the ball head areas of extensive metal transfer can be found. According to the x-rays provided by the customer, the occurrence of this intensive metal transfer is a consequence of a contact with the metal shell after the fracture event of the ceramic insert or the protrusion of the insert out of the metal shell. Density and grain size: the density was determined on the fragments of the insert. The measured average relative bulk density is complying with the delivery specification for biolox®delta components. Further on, the grain size was measured on the fragments of the insert. The mean grain size is also complying with the delivery specification for biolox®delta components (0.4 - 0.7 ¿m). Investigation summary: after visual examination and review of all received medical data the following can be concluded: the density and the grain size of the insert were analysed and found to be complying with the delivery specification for biolox®delta components. The microstructures as obtained from the quality documents of both parts accomplish the requirements as specified at the time of production, too. There are no indications of any pre-existing material defect; secondary metal transfer patterns can be found on the fragments of the insert and on the ball head as a result of contact with metal parts; primary regular metal transfer cannot be found on the provided fragments of the insert. This indicates an insufficient or misaligned fixation of the insert in the metal shell. Further on, intensive metal transfer can be found on the upper and the lower taper of the insert; the existing metal transfer on the rim of the insert indicates impingement; due to missing fragments the fracture origin cannot be found; primary metal transfer can be found on the bore surface of the ball head; metal abrasion on the polished surface of the ball head indicates an intensive contact with metal parts; the post-op x-ray shows that the insert was protruded and not positioned correctly at that time; an insufficient or misaligned fixation of the insert in the metal shell leading to a misaligned position of the insert, causing a local stress rising is the most likely reason for the fracture of the insert. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).